Manufacturer narrative:
Product evaluation summary: the resonator evaluation revealed internal damage to yag rod; the x-y, q-switch showed unstable power and the system was down revision. Diode wavelength had been shifted and both lbos were observed to be moisture damaged. The drain was also noted to be damaged. Diode, diode base plate, coupler cable assembly, coupler cover, yag housing, q-switch, dual lbos, yag rod, drain and desiccant were all replaced. The resonator was re-peaked and a new test report was completed.

Manufacturer narrative:
The reported error codes were verified and determined to be the result of a faulty resonator. The resonator was replaced and preventive maintenance performed. The system was tested and verified to specification.

Event description:
It was reported that during a prostate procedure, the laser displayed error codes and could not be cleared. The physician reverted to an alternative surgical procedure (turp) to complete the case. Outcome: there was no patient injury.